Manufacturer narrative:
Correction to field h6: impact codes. Correction to field f10: impact codes.

Event description:
It was reported that shortly after the implant of this right atrial (ra) lead, the patient experienced a decrease in blood pressure and an echo examination confirmed pericardial effusion, which possibly relates to a perforation. Pericardiocentesis was performed and lead measurements confirmed proper lead function. No further intervention was performed, and the patient is expected to fully recover. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after the implant of this right atrial (ra) lead, the patient experienced a decrease in blood pressure and an echo examination confirmed pericardial effusion, which possibly relates to a perforation. Pericardiocentesis was performed and lead measurements confirmed proper lead function. No further intervention was performed, and the patient is expected to fully recover. This lead remains in service. No additional adverse patient effects were reported.